Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio then completed other, unrelated, repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device will intermittently power on by itself and would not advance beyond the initial boot-up screen. As a result, defibrillation may be delayed or prevented, if it were necessary. There was no patient use associated with the reported event.